Manufacturer narrative:
A revision procedure was performed and the lead was surgically abandoned and replaced. No fracture was noted on x-ray. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was detecting noise leading to oversensing. Insulation damage and a lead fracture was suspected. No adverse patient effects were reported.